Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis of a non-boston scientific stent located in the moderately tortuous and moderately calcified abdominal aorta. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 1 second, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient condition was good.